Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo_12.1; -9.50 diopter implantable collamer lens patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was replaced with a longer length lens due to low vault. This resolved the problem. Cause of the event was reported as unknown.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
D2: mta. Claim# (B)(4).